Manufacturer narrative:
Please reference MDR 2183870-2008-00181 for spiderfx used in the procedure.

Event description:
Patient enrolled into the create pas trial. Tia reported. At the end of the index procedure, the patient experienced right facial droop and arm weakness, slurred speech and drowsiness. Patient recovered without sequela.